Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, 3 device were opened due to devices not securing mesh properly. Surgeon told that the tack do not secure the mesh.